Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was reported stimulation was working fine last night, but when the patient woke this morning, he lost stim in his right leg. The patient tried to adjust stimulation, but could only get stimulation on the left leg. It was reported the patient falls all the time, especially in the winter. It was reported that the patient had to turn stim up so high to relieve his pain, but it affects his walking, ¿unless stim is turned down or he has to work at it to control his leg.¿ the patient reportedly did not fall yesterday and has not fallen in over 1 week.